Event description:
Reportedly, while in transport to the hospital, no pt ECG was displayed on the device. The facility did not specify which cable this was or what monitoring lead was selected. The operator adjusted the cables and proper monitoring was observed. The pt was not resuscitated. The facility reported that pt care was not interrupted or compromised as a result of the discrepancy.